Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked because there was crack in the patient line tubing. This occurred during set up of peritoneal dialysis therapy. The patient was not connected. Renal therapy services (rts) assisted the patient in starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.